Manufacturer narrative:
E1: patient city: (B)(6). Patient country: germany. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number: (B)(4). Event occured in germany. It was reported that the patient faced high blood glucose level event on 5-mar-2026, as the customer stated that he had catheter issue. The patient was treated with manual bolus via pump. No further information is available.